Manufacturer narrative:
Other relevant device(s) are: product ID: 960-537, serial/lot #: (B)(4). Device evaluation: analysis was completed for the articulating arm. The reported issue was able to be duplicated through visual/physical examination and functional testing. The handle of the returned articulating arm has broken loose and spins freely. It was determined that there was a mechanical failure with the articulating arm. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the articulating arm was received but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 960-537 , serial/lot #: unknown. Additional information: facility information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter information has been updated. Report source fields have been updated. Correction: device model # and catalog # updated to proper value. Usage of device updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the articulating arm was loose.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) unavailable. Device manufacturing date unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the arm did not work because it was not possible to fix it. There was no patient involvement.